Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was an allegation of noise on ra lead, representative reviewed strips and everything was fine with ra lead. Allegation of noise was actually atrial fibrillation. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).